Event description:
Customer reportedly received the following results on 2 different systems within 1 minute: 85 mg/dl (aviva system) and 173 mg/dl (advantage system). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4).